Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: during investigation, a review of the pump history showed no unusual fluctuation of the voltage. The pump booted to the verify screen with audible and vibratory function. The keypad was found to be fully intact; all keys responded appropriately. Unrelated to the complaint, evaluation revealed a discolored display screen. The pump case was found to be cracked near case seal of the battery compartment. A leak test revealed a leak in the battery compartment and case seal leak on front of pump. During testing, during the rewind step, the pump emitted a ¿replace battery¿ alarm. Further testing of the motor currents was unable to be completed due to the recurring alarm. The pump cover was removed and showed moisture damage on the internal components and corrosion on the motor flex. The issue of the pump overheating was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature issue. After prior moisture ingress, the pump feels hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.